Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 2.9d. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: on (B)(6) 2019 dailytotalofallinsulindelivered = 49.375. On (B)(6) 2019 dailytotalofallinsulindelivered = 69.375. On (B)(6) 2019 dailytotalofallinsulindelivered = 69.35. On (B)(6) 2019 dailytotalofallinsulindelivered = 77.35. On (B)(6) 2019 dailytotalofallinsulindelivered = 77.4. On (B)(6) 2019 dailytotalofallinsulindelivered = 52.35. On (B)(6) 2019 dailytotalofallinsulindelivered = 14.4.

Event description:
11/14/2019 09:13:09 pst (B)(6) (clevel1) phone (B)(6). Per japan: event details: the mj support call center received a complaint as below. The patient died on (B)(6) and the information above was received by the distributor on november 12. Physician¿s comments: none, no further details given. Customer: (B)(6). Purchase date: 07/27/2018 in warranty RMA requested date of report: 14/11/2019 (dd/mm/yyyy) complaint taken by: (B)(6). Email of employee taking complaint: (B)(6).